Event description:
Circulating nurse and attending md noted a burning smell and smoke. Red alert called. No flames or involvement of drapes. Pt at no time was in danger. Anesthesia immediately unplugged; or table which was later found stuck in on position. Procedure completed at 1325. Pt's skin fully assessed and found intact. Pt remains in stable condition or fully inspected and cleared for use by 1600 on 6/30. Or table removed and being repaired.